Event description:
It was reported that (1) device was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the fp020 tip of the obturator broke and fell into the pt (it was retrieved from pt). Another device was used to complete the case. There was no consequence to the pt.